Event description:
It was reported that during the patient's right ureteral soft lens laser lithotripsy, the fiber was fractured at the entrance of the soft lens working channel. The fiber was immediately replaced with a new fiber to continue the procedure. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, the reported allegation could not be confirmed. However, the procedural handling and procedural conditions of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use, when it was inserted into the scope. A device history record review was not performed because there is information provided from the complaint that the device was in use during the procedure, and not issues were observed prior to use, therefore rules out possible deviations within manufacturing/service processes that could have contributed to the complaint. The labeling review and risk review were not performed. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the patient's right ureteral soft lens laser lithotripsy, the fiber was fractured at the entrance of the soft lens working channel. The laser fiber was immediately replaced with a new fiber to continue the procedure. There were no patient complications.